Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level displayed as "high" on cgm up to 700 mg/dl with high ketones identified as dangerous; cause was unknown, however customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Customer attempted to self-address elevated bg via a manual injection and supply change. Upon ER admission the customer was treated with intravenous fluids (IV) of saline and insulin which reportedly resolved the issue. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. The customer was released the same day with no permanent damage.